Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an (B)(6) 2018, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, when the patient had a gastroenterology control, the patient was diagnosed with an infection on peg entrance area and started treatment with antibiotic cipro 250 mg tablet 2x1 oral for 7 days treatment, bacoderm cream 1x1 (local administration on peg entrance area) and medical dressing on peg entrance area with batticon (7 days local administration).